Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery had battery faults.